Manufacturer narrative:
Service provider reports while at the end-user's home performing service on their primary mobility device, the end-user made mention of their back-up device having had a broken component. Provider reported one of the telescoping bars which support the back frame on the ps seating had broken. Dealer reports the end-user was not forthcoming as to the circumstances that led to the component failure. No injuries were reported to have occurred as a result of the failure. This known failure mode was analyzed at the parent company in sweden and all parts met design specifications. It was, however noted, that this component had failed because it had seen unusual stress which allowed it to fatigue and break over time. It was decided in (B)(6) 2015 that the part could be changed to a different material that would be able to withstand more severe use and be less susceptible to fatigue. The re-designed part has been quoted to the service provider to address this reported failure. A corrective and preventative action (CAPA (B)(4)) has been implemented to investigate, correct, and monitor effectiveness. The DHR for this device was reviewed and chair met specifications prior to distribution.

Event description:
Received report from service provider that one of the telescoping bars for the back frame on the ps seating had broken. Report indicates the end-user was not injured as a result of this reported failure.